Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently dropped the pump into water. Pump was no longer functioning. Customer reverted to using manual insulin injections. Customer's blood glucose was 155 mg/dl.